Event description:
It was reported that a second mitraclip procedure was performed to treat recurrent degenerative mitral regurgitation (mr) with a grade of 4 and thickened leaflets. One of the previously implanted clips had detached from one leaflet and remained attached to the other leaflet (single leaflet device attachment/slda). A mitraclip xt was placed between the two previously implanted clips, and an attempt to deploy the clip was made. However, while removing most of the lock line, it became stuck. While attempting to remove the clip delivery system (cds) through the steerable guide catheter (sgc), the cds became stuck. A new sgc and a new mitraclip were inserted without issues. The clip was then deployed on the mitral valve, reducing mr to a grade of 2. A vascular surgeon was then called to assist to remove the first sgc with the clip still stuck on the sgc. However, during removal, the clip detached and in the iliac. The sgc was able to be removed from the patient. The clip remained in the iliac with an emboli vena cava filter to prevent clip migration. The patient was then transferred to the intensive care unit (ICU) and remained stable without vasoactive medication.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information

Event description:
Subsequent to the previously filed report, the following information has been corrected. The cds was attempted to be retracted into the sgc, the clip came along with it but was unable to be pulled back into the sgc. There was no resistance. The clip did not fit into the steerable, even with open arms, an attempt was made to capture it, but without success, so the doctor retracted the clip together with the steerable to the iliac (approximately) and released the vena cava filter. The clip had detached as it was stuck to the lock line.

Manufacturer narrative:
All available information was investigated, and the reported mechanical jam of inability to remove the lock line was confirmed via returned device analysis. The reported difficult to remove the cds from the sgc was not confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported inability to remove the lock line was due to the observed knot. However, a cause for how the lock line became knotted cannot be determined. The reported difficult to remove the cds appears to be due to the cds being retracted with the clip opened. The reported foreign body in patient was due to the clip remained in the iliac. The reported unexpected medical intervention, surgical intervention, and hospitalization were results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.